Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the extension was explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. The UDI is unknown because the serial number and/or lot number were not provided. E1: (B)(6).

Manufacturer narrative:
D1: device information was added.

Manufacturer narrative:
The report event of lose therapy was confirmed. As received, visual inspection of the returned lead found some internal wires broken. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.